Event description:
It was reported that a periprosthetic screw was properly inserted. The surgeon realized this particular screw was too long and wanted to remove it. Upon removing it three screwdrivers broke at the tip one after the other. The surgeon would assume the torxend twist rather than break. Therefore he had to bore out the screwhead, remove the plate, overream the screwshaft, remove the rest of the screw and attach a new plate. There was a delay of appr. 30 minutes. There was no debris was left in the patient's body.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Please note the correction to d4 lot #. The reported event could be confirmed, since the screwdriver is broken as complained. The device inspection revealed the following: the visual inspection has shown that the tip of the screwdriver is broken off, no fragments were returned for evaluation. Under the microscope it could be identified that the fracture face has the typical view of a brittle overload fracture with chevron marks and a shear lip on one side. The shear lip indicates that the device was exposed to high lateral forces when it broke. Based on that it can be concluded that a combination of high torsional and lateral forces during the screw extraction did lead to a mechanical overload. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. Related to the hardness it can be mentioned that the devices are hardened to withstand higher forces, this hardness explains why the device does rather break than get deformed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by applying too much torsional and lateral force which did lead to a mechanical overload and finally the breakage of the device. In this relation the operative technique axsos 3 titanium monoaxial locking plate system can be mentioned: "final tightening of locking screws should always be performed manually using the torque limiter together with the screwdriver bit t20 and the t-handle. This helps prevent over-tightening of locking screws, and also ensures that these screws are tightened to a torque of 4.0nm. The device will click when the torque reaches the appropriate tightening torque." If more information is provided, the case will be reassessed.

Event description:
It was reported that a periprosthetic screw was properly inserted. The surgeon realized this particular screw was too long and wanted to remove it. Upon removing it three screwdrivers broke at the tip one after the other. The surgeon would assume the torxend twist rather than break. Therefore he had to bore out the screwhead, remove the plate, overream the screwshaft, remove the rest of the screw and attach a new plate. There was a delay of appr. 30 minutes. There was no debris was left in the patient's body.